Event description:
It was reported that "as the dr was tightening the cross connector onto the rod, the tip of the screwdriver snapped off. The instrument had just come out of the autoclave prior to attempting to tighten this."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.